Event description:
It was reported that the physician was having intermittent communication issues with her programming system. The physician indicated that the device would stop working. Per the physician the connection between the handheld and the serial cable appears to be loose causing intermittent communication issues unless the serial cable is held in a certain position during interrogation. The issue had occurred in the past, when the physician indicated that the handheld seemed to freeze during diagnostic tests; however, it resolved after checking the serial cable connection between the serial cable and the handheld device as communication was re-established at that time. The handheld and serial cable have not been returned to the manufacturer to date, and attempts for additional information are underway.

Manufacturer narrative:
.

Event description:
The handheld and serial cable were returned to the manufacture on (B)(4) 2012. Product analysis has since been completed. During product analysis, no anomalies associated with the handheld were noted during testing using the ac adapter, returned serial cable and the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
(B)(4).